Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The product was returned to the manufacturer by the mortuary for disposal. No information was provided. The pump contained morphine 65 mg/ml at a dose of 28.002 mg/day. It was later reported by the hcp that it was unknown if the event was attributed to the devices; the cause of death was unknown. Morphine sulfate was the drug in the pump.